Event description:
Reporter alleged blood glucose results of 368 mg/dl on the advantage system compared to 131 mg/dl on a professional meter when tests were performed back-to-back. Reporter stated customer had no symptoms. No treatment or action based on the results were reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.